Event description:
It was reported that the pace/sense portion of the right ventricular lead had high impedance of greater than 2500 ohms, there was no capture at full output, and the short interval count had increased. A new pace/sense lead was placed. No patient complications have been reported as a result of this event.